Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/7/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that 'the suture broke off in four different places.' Please confirm whether the same suture broke on four separate occasions or if four different sutures broke during this procedure. When did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a umbilical hernia procedure on an unknown date and barbed suture was used. During an umbilical hernia procedure, the suture broke off in four different places. There were no patient consequences reported. Additional information was requested.